Manufacturer narrative:
The reported 10x25 biorci-ha screw, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product has not been returned and the pertinent clinical details have not been provided. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during use, causing debris to enter the joint space. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion. The instruction for use (instructions for use) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One used 10x25mm biorci ha screw was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. Approximately 5mm of one half of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. With the limited clinical details provided regarding graft type, size and tunnel size an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the recommended starter or tap. Excessive force placed on the screw during insertion. Incorrect screw to tunnel size. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery the tip of the screw broke. The procedure was completed with a backup device with no delay or patient injury reported. All the pieces were removed, the back up device was used in the same bone hole.